Manufacturer narrative:
A steris service technician arrived at the facility and found that the vacuum breaker of the unit was leaking water. The cause of the leak was a deteriorated rubber washer located on the inside of the vacuum breaker. The technician replaced the vacuum breaker, ran a test cycle and returned the unit to operation. No further issues have been reported. The unit was installed in march of 2010 and is currently under a steris service contract. During the last preventative maintenance visit, the unit was tested and confirmed to be operational with no issues noted.

Event description:
The user facility reported that their steam sterilizer was leaking water. There are no procedural delays/cancellations or injuries reported with the event.